Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when the unit nurse was doing maintenance on the infusion port, she opened the infusion port needle scheduling to prepare for the infusion link and found that there was a leak at the needle holder of the infusion port. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.